Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable infusion pump for intractable spasticity. It was reported that the pump was getting hot since (B)(6) 2020 and the patient was "in convulsion." The consumer reported that the "liquid dried up and the patient's body was jumping." It was reported that someone came out and refilled the patient's pump. No further complications were reported.